Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a laparoscopic sigmoidectomy, the clip onto the 1st sigmoid artery was malformed and fell off the vessel. The same event occurred twice. Before the event, the device was fired on the inferior mesenteric vein without any problems. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.